Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician on november 7, 2019. It was reported that the explanted devices had been destroyed, so they would not be returned for analysis. The physician confirmed that the infection had resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-20. The stimulator was explanted. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient went to the emergency room (ER) on (B)(6) 2019 due to a fever and were given oral antibiotics. The patient went to see a healthcare professional (hcp) on (B)(6) 2019 and they were then admitted to the hospital. The rep doesn¿t know the disposition of the implant status. There was an infection at the pocket. No further complications were reported/are anticipated.